Event description:
Product analysis was approved on (B)(6) 2013. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that a local partner's programming system was returning error messages. Initially, a computer software error was suspected. The event has been occurring with their current software 8.1 and prior to software replacement with 8.0. It is unclear based on the information thus far if this is a communication issue or a software issue. Further information was received that indicated that the messages that were being displayed by the computer were messages indicating failure to communicate. The reporter indicated that the event was not reoccurring as troubleshooting had solved the event. It has not been determined if the event was caused by a failure to program that was being caused by the programming wand, rather than by the connections of the handheld computer, since this item was not checked by the local partner during troubleshooting. Troubleshooting on the wand battery solved the event at that time indicating that the event was being caused by a poor 9v battery in the wand at that time. The event appears to still be ongoing after wand battery change. A similar communication failure/failure to initialise programming error appeared. It seems to manage to program if it is connected into main power, but it was not consistent. The last time it was used it behaved well and was thought to have resolved but it had not. The products have been returned for analysis and completion is pending.